Manufacturer narrative:
Customer returned pump for alleged damaged retainer ring and pump error 25 found on (B)(6) 2021. Pump trace download analysis confirmed the pump alarmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1 on (B)(6) 2021. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer, missing o-ring (reservoir tube lip), cracked keypad overlay, keypad overlay texture damage, cracked case (battery tube), battery tube threads-cracked, missing display window/cover and minor scratches on lcd window. In summary, customers alleged pump error 25 was confirmed by the power management graph showing that the back up battery dropped below 3.7v. Additionally a missing retainer ring was confirmed by visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Notification light did not immediately stop flashing. Customer also reported that insulin pump had a crack and piece missing from retainer ring and battery chamber. Customer stated that reservoir was able to locked in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.